Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient on an apple store review post, on (B)(6) 2026, the patient reportedly experienced near death due to the continuous glucose monitor (cgm) low glucose alert not sounding. No other details were documented dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.